Event description:
Reportable based on the analysis completed on 01/31/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent did not inflate. The physician attempted to deliver the 2.25x24mm taxus express2 drug eluting stent to an unspecified location, but the balloon did not inflate, and therefore the stent did not deploy. The physician successfully completed the case with a stent of the same size (type unknown). The patient condition is listed as stable. However, product analysis revealed stent damage and shaft damage.

Manufacturer narrative:
Device analysis. The device was returned for analysis and initial visual examination of the returned unit found proximal stent damage. Some of the stent struts were severely misaligned. The damage found on the stent was measured at approximately 2.22mm using a snap gauge. The area where there was no damage found was measured at 1.18mm using a snap gauge. The stent had moved distally on the balloon towards the tip. Several kinks were found along the entire length of the hypotube. Visual examination of the shaft polymer extrusion revealed a severe kink. The kink was measured at 9cm distal to the port area of the device. Damage was found on the shaft polymer extrusion at 10cm distal to the port area of the device. The shaft polymer extrusion was flattened. The flattened area was measured at 1cm in length. The balloon and tip sections of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Attempts to inflate the device were unsuccessful due to the damage found on the shaft polymer extrusion. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. A review of the records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.